Event description:
It was reported that while the patient was in the clinic, several driveline fault alarms were found on the interrogation of their controller. A review of the log files revealed persistent driveline fault events throughout the log. According to the phase data contained in the log, the green wire was possibly broken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log files captured continuous strings of driveline faults throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other atypical events were captured. X-rays of the patient¿s driveline were submitted which appeared unremarkable. The images did not show any obvious areas of shield breakdown. The account indicated that the patient plan is medical management, and that they will be sending monthly log files to assess for further degradation of the wire. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 11may2017. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.